Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet bionic pancreas with inset 23-inch, 6 mm teflon infusion sets and a dexcom g7 sensor, including a documented high glucose of 273 mg/dl, with increased insulin use and multiple early supply changes; the user reported both hyperglycemic and hypoglycemic episodes over several days, and replacement supplies were provided. Symptoms included hyperglycemia, dizziness, and dry mouth. Outcomes included a characterization of the event as a serious injury or illness. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.